Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the infusion was ending "45 minutes early". They did not provide any information about the pump settings. Mmd did follow up with the initial reporter, who stated they had no information about the patient. There were not any adverse effects reported due to the complaint. No other information was provided. (B)(4).